Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. No intervention was performed. There were no patient consequences reported.